Manufacturer narrative:
Investigations details: investigation was completed, and it was verified that the conical tip detached (broken in 2 pieces) from the juicer; complaint is confirmed for conical tip broke in two pieces. A lhr review was completed for the product, there was no nonconformance associated with the lot number. The manufacturing line has been notified for this failure mode, all vaso view 6 operators completed awareness training for mpi requirements.

Event description:
The hospital reported that when the device was taken out of the box, in the sterile field the conical tip broke in 2 pieces. Device did not contact the patient. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.